Event description:
It was reported that this pacemaker system exhibited blanking of the intrinsic ventricular activity, leading to pacing delivered when not required. Technical services (ts) was consulted, and programming enhancements were advised. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited blanking of the intrinsic ventricular activity, leading to pacing delivered when not required. Technical services (ts) was consulted, and programming enhancements were advised. No adverse patient effects were reported. This device remains in service.